Manufacturer narrative:
The tcc-ez casting system was not returned for evaluation, however retained sample was evaluated. Device history records were reviewed with no abnormalities related to the reported failure. Failure analysis: (retain sample) full specification testing was done, and all parameters were found to be acceptable. Appearance is good. Casting was also good. The complaint was not confirmed. Most probable root cause is the method of preparation/ and application of the cast. This can affect the performance of the product. Another factor to be taken into consideration is to maintain foot at neutral position with ankle as close to a 90o angle as possible for 3 to 5 minutes until cast is firm enough that patient cannot overcome cast. Then allow the patient to sit for remainder of the drying time.

Event description:
A customer reported that the tcc-ez casting system (tcc23002) did not dry properly, product was unusable. Product was in contact with the patient; however, no patient injury was reported.